Event description:
This lead was explanted due to subclavian crush. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 22 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 30 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was fractured and the inner coil was severely deformed. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.